Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm anomaly noted. No unexpected time/clock anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked case from display window corner, stained end cap sticker and stained address/serial number label. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarm and time and date was not accurate on insulin pump. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.